Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving morphine at an unknown concentration and dose via an implantable infusion pump. It was reported that the patient's pump was sounding a critical alarm. The pump was interrogated and it showed the pump had been stalled for 59 hours. No interventions were taken, and surgical intervention was not planned or scheduled. The patient was being treated with oral medications. The issue was not considered resolved. The patient's status at the time of the report was alive - no injury. No further complications were reported.